Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned vascular procedure, which was completed by moving the patient to another room. The fse checked the error logs to identify the root cause of the problem. The logs indicated that the tube current was too low, which is essential for the proper operation of the x-ray system. Based on the error logs and symptoms, the fse determined that the issue was a defective x-ray tube causing insufficient tube current. To restore the system, the fse replaced the faulty x-ray tube with a new one. After replacing the x-ray tube, the system was tested and found to be in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-ray images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.